Event description:
It was reported that during a routine check the cs300 intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse found the helium cylinder washer was defective. The washer was replaced and the iabp is functioning properly. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during a routine check the cs300 intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event reported.